Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their second ins stopped working when they had open-heart surgery, a surgery that wasn't supposed to have happened. The patient stated their ins was off throughout that time but when they were in recovery and turned it on, they got the message that the battery was low, and they stated it was supposed to have lasted five years. The patient stated that ultimately, towards the end, the ins started shifting in the pocket and that the device was removed. The patient stated when the removal occurred, there was no one at that hospital to implant a new system so the patient had to locate another physician and had to go to the va and was referred out to their current health care provider who implanted their current system. The patient stated their physicians strongly suggested the patient get another system due to their underlying symptoms, so the patient got their current system. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.